Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the radio frequency (rf) programmer head found the cable had several twists and one small punch. However, it was able to interrogate wireless and non-wireless. The case was also cracked. The rf head cable, its label and the case were replaced. (B)(4).

Event description:
The radio frequency (rf) programmer head was reported due to associated device and subsequently tested out of specification during the manufactures analysis. There was no patient involvement.